Event description:
The manufacturer received information alleging "water has entered type o2 (white connection) of a trilogy evo, o2, EU device. There was no harm or injury reported. The device was not reported to be in patient use. During the "inprocess" evaluation of the trilogy evo, o2, EU device at third-party service center, it was documented that due to evt_o2_prop_stuck and evt_o2_regulation errors it appears that the oxygen blending module is defective and will need to be replaced. Additionally, not related while testing the device evt_voltage_3vs3_fail and evt_voltage_5vs2_fail error codes appeared, which indicate that the system board is defective and needs to be replaced. The device's blower, blower chassis plate, low-flow tube, bellow, system board tubing, machine flow sensor, fio2 tubing, and blower chassis plate tubing will need to be replaced due to contamination of water. Per the requirements of the four-year maintenance the device's air foam inlet filter, particulate filter internal and detachable battery will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.